Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during an unknown diagnostic procedure the bronchovideoscope had a communication error alarm. There were no reports of patient injury.